Manufacturer narrative:
N/a.

Event description:
The following has been reported: large air bubbles travel through the vp mc wifi pump without alarming on a relatively frequent basis (roughly once per month) fk staff have advised they prime the line slowly and try to avoid movement during the infusion as this can introduce more air. Customer did mention that it frequently occurs during blood administration when they are 'respiking' a second/third unit of blood. It is not the same pump each time. It is also not the same set each time, however complainant did state that it is often seen with blood transfusions. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
As device serial number was not provided, device history record could not be reviewed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. According to provided information, large air bubble passed through the device but didn't alarm. According to provided data set, it advisable to decrease the air threshold and changing the assembly of the line, as some components can accumulate microbubbles depending on the products administered (some outgassing depending on the tubing chosen). The pump can only detect a build-up of air, it cannot generate air as it is not in direct contact with the drug. According to the information received, the pumps are operating as required. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.